Manufacturer narrative:
The defective rotaflow drive was sent to the supplier em-tec (germany). According to the service report# RMA#(B)(4) dated on (B)(6)2019 following was found: the failure could be reproduced. The defective ild 213t was replaced as well as the optocoupler was replaced. Burnin, calibration and final check system test were performed according to the service protocol. The unit passed all tests. The most probable root cause could be determined as mishandling. Thus the failure could be confirmed. In the course of the investigation of nc-17-06-011 all complaints were analyzed individually to look for patterns and causes. After evaluation of the complaints, the following defects are the most common: hot plug, sig error followed by head error, error message due to shaking / error message due to sensitivity, connection problems and hardware-error. The increase in complaints with the error "head error" is due to a user / application error. The actions have been addressed in the past to prevent application errors. Furthermore, the instructions for use of the rotaflow system, see rotaflow system user manual, mcv-ga-10000703-de-11, contain detailed descriptions to prevent an "error head". In addition, the instruction manual describes how the user has to react in case of an error message so that the application can be continued if possible. Since there are several causes of errors that result in an error head (error head) message, no final root cause could be determined. It is noticeable that the evaluated error is largely due to a user error. Warning in the IFU regarding "hotplug" and label with the "hotplug" warning on the rfc have already been implemented in the past.

Event description:
Internal reference:(B)(4). Customer reference: (B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4). Reference exemption # e2018002.

Event description:
(B)(4). It was reported that during a function check of the device a head error occurred. A patient was not involved.